Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device became entrapped on the guidewire. The severely calcified femoral and popliteal arteries were being treated for atheromatous plaques. A 2.1mm jetstream xc atherectomy catheter was selected for the atherectomy procedure. After the first passage, however, the physician was removing the catheter for imaging, and it became entrapped on the thruway guidewire. The catheter and the guidewire were then removed from the patient together. When attempting to remove the guidewire from the catheter, the guidewire broke into two pieces outside of the patient. The pieces of the guidewire were removed from the catheter, and a new thruway guidewire was used to replace it. The original jetstream xc atherectomy catheter was used as it was operating as intended. The procedure was completed with no patient complications, and the patient fully recovered.